Event description:
It was reported that noise was reported on this right ventricular (rv) lead. Technical services (ts) reviewed device data and noted that noise oversensing has been on the rv channel since 2020, with two episodes of inappropriate anti-tachycardia pacing (atp). The device has been programmed to monitor only since (B)(6) 2023 for an unknown reason. Ts recommended lead replacement. This rv lead remain in-service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).